Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not releasing properly when the closing trigger was applied. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how did device not fire properly? When pressing firing trigger, clips were not releasing, when they eventually released they were malformed. Did device not release clip? As above. Did device fire malformed clip? As above. Please describe specific issue experienced.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed one clips as intended. No difficulties to fire were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.